Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing that led to pacing inhibition. The device was programmed to 0.6mv, however was sensing at 0.3mv. Additional information received indicates that there was no asystole greater than 2 seconds. Defibrillation threshold (dft) testing was performed successfully. The system remains in service. It was reported that there were no adverse patient effects.